Event description:
It was reported that a during a review of this pacemaker system, the pacemaker recorded noisy signals and variable, in range pacing impedance values on the right atrial (ra) channel. The right ventricular (rv) channel recorded intermittent, in-range increases in pacing threshold values, as well as slight changes in impedance values and noisy signals. Technical services (ts) recommended a further review of the system. This device remains in service. No adverse patient effects were reported. Information was later received that this pacemaker oversensed signals on the ra channel, resulting in inappropriate atrial tachy response (atr) mode switching. Further review of the ra lead integrity was recommended.